Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent was to be implanted to treat strictures during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. During the procedure, the guiding catheter became lodged in the stent, preventing successful device deployment. In addition, the suture loop was not able to exit the guide catheter. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. Note: this event has been deemed a reportable event based on the investigation finding of guide catheter detached. Please see block h11 for full investigation details.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event, as no event date was reported. Block h6: imdrf device code a0401 captures the reportable event of catheter guide detached/separated. Block h11: the naviflex rx pancreatic delivery system was returned for analysis. Visual inspection revealed damage to the push catheter, a kinked pull wire, and a detached guide catheter. Functional testing confirmed that the pull wire could not be retracted. No other damage was observed on the device. The reported pull wire retraction was confirmed, as it was not possible to retract the pull wire during the product investigation. The investigation concluded that the observed damages, such as the kinked pull wire and damage to the push catheter were most likely caused by procedural factors, including the handling of the device and the technique used by the physician (specifically, the amount of force applied). These factors likely contributed to the difficulty in retracting the pull wire. Additionally, the guide catheter was returned in a detached condition. It is likely that this occurred as a result of excessive force being applied while attempting to remove the device. The procedural tortuosity may have positioned the device in such a way that pulling the guide catheter became difficult, and the applied force may have led to its detachment. Taking all available information into consideration, the most probable cause of is adverse event related to procedure. A labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU) / product label.